Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event of the broken device could be confirmed. Device investigation on the available part shows a pattern of damage typical due to excessive mechanical stress. It appears that most likely the device has been plastically deformed and elongated cross-sectionally achieving a typical necking pattern before fracture. All the other damages found (striations adjacent to the fractured area, marks on the slot area) are confirming this failure mode. Based on the investigation the root cause of the event was attributed to a user related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities.no corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of drill was broken.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of drill was broken.